Manufacturer narrative:
It was noted during analysis that the ventricular output connector was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.